Event description:
It was reported that the patient experienced burning and stinging near the implant site following a slip and fall earlier on the same day. The patient fell on the same side as where the device was implanted. The patient stated that the device was turned off (by the patient) following the incident. No further details, patient symptoms or outcomes were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional.